Event description:
Report received from hcp of pt with intrathecal mass. Pt's device system has been implanted approximately 8 months. MRI scan detected mass. No surgical procedure done to date of report. A supplemental medwatch report will be filed when follow up info is received.